Event description:
It was reported that the 2800 system was not able to do a film shot on the first case, but was able to film on the rest of the cases. A pmi (inspection) was requested by the customer. There was no report of patient injury.

Manufacturer narrative:
Per customer request, a 2800 system pm was completed by a ge service representative. Inspection indicated that the system is working as intended and it was returned to service. No system issues were reported.